Event description:
This emdr along with a follow-up were originally submitted in august 2020. It was later discovered that those reports apparently did not upload into FDA's emdr system correctly. Accordingly, they are being consolidated and submitted again here to make sure the reported information is in the emdr system as required. Specifically: a report of possible migration of a portion of the nanobone sbx putty and /or infection of the surgical site was received from a physician's assistant. Patient was operated on for one level posterior cervical spinal fusion. Patient experienced excessive wound drainage at surgery site. At two week follow-up visit, incision was reopened and some nanobone bone graft appeared to have migrated from the implantation site to beneath the skin. This was supported by radiographs and photographs of the opened incision. Specimen taken from surgery site showed infection, organism not identified. Incision was washed out, then closed and wound drainage resolved.